Event description:
It was reported that the pump experienced a malfunction. There was no reported adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use lantis and multiple daily injections (mdi) as a backup therapy until the replacement arrives